Event description:
Nurse attempted to remove a small jp drain from the neck of a young pt. Suture clipped, drain pulled out 1 inch, then a snap was felt and the drain came out with a jagged uneven tip. It appeared not all the drain came out. The pt was subsequently scanned and returned to the or the next day to retrieve the remaining portion of the drain. Unfortunately, the end piece was not retained.